Manufacturer narrative:
Additional information received from reporter: the surgeon attempted to insert the lens and noted the lens was torn. The lens touched the patient's eye but was not inserted. The back-up lens was implanted. A non-staar injection system was used. Reportedly, the technician had a problem loading the lens and the cause of the event was user error. No additional information provided. Claim# (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid in the lens vial. Visual inspection found the optic torn in two pieces. Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was attempting to load a 13.0mm cq2015a implantable collamer lens diopter +15.0, the surgeon had a problem loading the lens. The reporter stated no patient injury. Upon lens return, the box had the words "patient contact" written on it. Attempts to obtain additional information have been unsuccessful.